Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level increased to a "high" reading due to these problems, but no specific value was provided. The customer managed the elevated blood glucose by administering a correction injection using manual daily injections (mdi) and did not require third-party assistance. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.